Manufacturer narrative:
Product complaint # (B)(4). (B)(4) under mrn 1818910-2021-07494 is being retracted as it is a duplicate of mrn 1818910-2021-11171. All future reports will be submitted under mrn 1818910-2021-11171. (B)(4) under mrn 1818910-2021-07494 is being retracted due to incorrect data and duplication.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary right attune tka to treat degenerative joint disease. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat aseptic loosening. The tibial tray was loosened and debonded at an unknown interface and revised. The femoral component and patella were well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with depuy tibial revision components and an unknown left acl screw with washer. The procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2019. Right knee.